Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. In addition of the above evaluation, pollen filter, exhaust fan assembly, 43-micron filter, power cord were replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm check , battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked (ver.14.2.05). The device's air path foam and the inlet air path assembly will be replaced when replacement air path foams and inlet air path assemblies arrive.